Manufacturer narrative:
Reliability analysis inspected 1 opened sensor and found sensor cannula retracted inside of the sensor. The sensor was unable to confirm sensor damage due to customer returned opened sensor.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the enlite sensor was attached but the green light did not flash six times. The customer stated that when the sensor was extracted, there was no electrode. The customer stated that after 12 hours, the green light was still flashing. The customer stated that the needle was discarded.